Event description:
It was reported a malfunction alarm occurred. There was no reported adverse impact on the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump and decided to replace it, with a backup therapy of multiple daily injections being used to ensure continuous insulin delivery. The customer was instructed to return the malfunctioning pump using a pre-paid label.